Manufacturer narrative:
Additional information: d9: return date: 04-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic bent and residue/debris on the lens, specifically fibre. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -2.00/-0.50/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power and spherical lens. This resolved the problem. The cause of the event was reported as a patient related factor and the device.